Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clip in the jaws. Testing was performed on the event unit. However, the complainant¿s experience of a scissored clip could not be replicated. Engineering observed that the feeder, a metal component located in the shaft, was out of specification. The jaws were also slightly misaligned. It is unknown whether the feeder that was found to be out of specification or the misaligned jaws were use-related or a pre-existing device nonconformance. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was found to be out of specification and/or the jaws that were slightly misaligned upon receipt. The probability and criticality of harm resulting from these failures have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements.

Event description:
Procedure performed: ni. "Malfunction: leak of bile. Did not fire.". Photos available additional information received via telephone from account manager on monday, 25mar2019. "Rep stated that he was not informed of the complaint when it occurred. Rep said he was unable to read the lot numbers on the devices as they were inside the red bio-hazard bag when being returned. Limited information available.". Additional information received via telephone from account manager, on wednesday, 27mar2019. "Rep stated that he spoke to contact at the facility, and she was not aware of any bile leakage during the incident. She had not written anything about bile leakage in her report. When rep asked about what type of malfunction had occurred, she stated that it was too long ago to remember. Rep stated he will try and track down the physician within the next week or two to see if he can remember anything regarding bile leakage.". Additional information was received via telephone on 13jun2019 at 10:00am from acct. Mgr. The rep has attempted multiple times over the last several months to speak with the surgeon regarding the complaint and the surgeon is unresponsive. The surgeon refuses to discuss the complaint further. Additional information was received via email on 19jun2019 from acct. Mgr. "Dr. Finally met with me. He stated when he fired the first clip it scissored and ligated the duct half way. He finished the case with a competitive clip applied and no patient injury.". Additional information was received via telephone on 19jun2019 at 11:25am from, acct. Mgr. Acct mgr. Corrected his previous email as he did not mean to state "ligate". The first clip scissored and cut the duct half way. There was no patient injury. The doctor used a competitor clip applier to complete the case. Patient status: there was no patient injury.

Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
"Malfunction: leak of bile. Did not fire." Photos available. Additional information received via telephone from account manager on monday, 25mar2019. "Rep stated that he was not informed of the complaint when it occurred. Rep said he was unable to read the lot numbers on the devices as they were inside the red bio-hazard bag when being returned. Limited information available." Additional information received via telephone from account manager, on wednesday, 27mar2019. "Rep stated that he spoke to contact at the facility, and she was not aware of any bile leakage during the incident. She had not written anything about bile leakage in her report. When rep asked about what type of malfunction had occurred, she stated that it was too long ago to remember. Rep stated he will try and track down the physician within the next week or two to see if he can remember anything regarding bile leakage." Additional information was received via telephone on 13jun2019 at 10:00am from acct. Mgr. The rep has attempted multiple times over the last several months to speak with the surgeon regarding the complaint and the surgeon is unresponsive. The surgeon refuses to discuss the complaint further. Additional information was received via email on 19jun2019 from acct. Mgr. "Dr. Finally met with me. He stated when he fired the first clip it scissored and ligated the duct half way. He finished the case with a competitive clip applied and no patient injury." Additional information was received via telephone on 19jun2019 at 11:25am from, acct. Mgr. Acct mgr. Corrected his previous email as he did not mean to state "ligate". The first clip scissored and cut the duct half way. There was no patient injury. The doctor used a competitor clip applier to complete the case. Patient status: there was no patient injury.